Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 97745bp, serial#: (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient controller was not working properly and has had to reset controller. The patient stated the controller itself is taking longer to charge. The patient stated she was not sure whether it was the controller itself or the lithium battery. The patient stated the system went off itself for a couple of days and patient states she was really hurting and realized the device was turned off. They stated this was 3 days ago. The patient stated it was taking longer to charge controller and the ins. The patient's family/friend called back on (B)(6), needing help with how to adjust date and time on controller that he received. No out of box failure was reported. No further allegations/complications were reported.